Event description:
It was reported that the anchor c instrument broke. The screw designed to hold implant snapped when physician tightened on implant.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment;results: the customer reported fracture of the tip of an anchor c inserter was confirmed via a visual inspection. The inserter broke as physician tightened implant in place. The anchor c surgical technique states that ¿excessive pivoting or angulation on the inserter tip while attached to the cage should be avoided as it can damage the instrument. The most common cause of inserter tip breakage is excessive cantilever force.conclusion: the damaged inserter threaded tip is believed to be the result of user error.

Event description:
It was reported that the anchor c instrument broke. The screw designed to hold implant snapped when physician tightened on implant.